Event description:
It was reported that the patient underwent a left knee revision approximately 8 months post implantation due to swelling, pain, instability, scar tissue, subluxation and quad tendon repair. The left quad tendon was repaired with exchange of the articulating surface without complications. A brace was given to stabilize the patella.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42500606401, femur cemented posterior stabilized (ps) standard left size 8, 64542002. 42532007501,tibia cemented 5 degree stemmed left size f, 64470293. 42512400714, articular surface fixed bearing posterior stabilized (ps) left, 64589370. Unknown cement. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 8 weeks follow-up shows that the patient experiencing patella clicking, no falls or other adverse effects are noted. X-rays noted 45° patella tracking midline with the touch of lateral patellar tilt, at 90° flexion further lateral patellar tracking, subluxing off the femur. Revision surgery was performed to revile the scar tissues and tendon repair. During the surgery, the patella button seemed to be stable with no wear or fracture. No complication was noted. A definitive root cause cannot be determined. Per package insert: pain, swelling, and instability are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2022 - 00025.